Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges head set does not stick enough. Caller reported the issues has been occurring with individual cannulas only over the last two months. Caller stated the issue is occurring with the same batch of cannulas. No adverse event reported. All used cannulas have been discarded; will return unused cannulas for evaluation.